Event description:
It was reported that the catheter had been in use for post-op pain treatment for acl surgery. When the nurse tried to remove the catheter she encountered resistance. She jerked the catheter and it separated, leaving a 4" portion in situ. Surgical removal of the separated catheter portion is planned.